Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to unknown reason after detaching sensor, on unknown date with unknown blood glucose level. The customer states they had eight boxes of sensors and issue with sensor. Customer been off sensors and recently uplifted to the hospital. Customer did not want 24 helpline regarding him being lifted to hospital and it was from not having a sensor. The devices will not be returned for analysis.